Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. The connector pins, rotation of the shaft and motor bearings were examined for damage and functionality. The device was set up per the dfu. There was no issue of the functionality of the device. The device functioned as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that device activation stopped during aspiration. A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. The device was successfully primed. The physician pressed the button and activated aspiration inside the patient for approximately two seconds; however the device stopped suddenly. Activation was performed a couple more times in which the device sounded "sluggish" then did not do anything. Another xc jetstream catheter was used to complete the procedure. No patient complications were reported and the patient status is fine.